Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the tip-up fenestrated grasper instrument was found to have a broken tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument tip was broken off, but no missing fragments were found inside the patient's body. The issue was resolved by replacing the instrument. No photographic images or video recordings are available for isi review, but the instrument is available for return to isi for evaluation.